Event description:
It was noted upon removal from the patient that one of the eight sensor array leafs at the tip detached at the proximal end of the intellamap catheter's tip but did not fully break off.======================manufacturer response for thermal mapping catheter, intellamap/orion/rhythmia (per site reporter).======================this has only happened one other time in the country.